Event description:
A customer contacted baxter's technical service center to report smoking and the smell of "burning" with the home choice (hc) machine during set up. Per the initial report, the technical service representative (tsr) instructed the home patient (hp) to unplug the hc; hp was not connected to the hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Evaluation summary: the cover of the device was opened and an overall general internal inspection was performed on the device. No problems were revealed and all connections appeared correct and secure. A technician performed a visual inspection of the power entry module. Inspection revealed that the inside of power entry module was charred. The reported problem was confirmed and duplicated during evaluation. The assignable cause of the reported problem was determined to be charred power entry module due to excessive heat.